Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for failed back surgery syndrome and spinal pain. It was reported that there was a failed stimulator implant. The implant had to be removed immediately after surgery because certain areas were not responding when the stimulator was activated. The patient was left with paralysis from the waist down and had been in therapy ever since. It was noted that the patient regained strength in the core and legs, but was still not walking as they did before the event happened. The patient's right foot still dragged slightly and their physical therapist felt that there may be another problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.